Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross and difficult to remove/vessel resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product. It should be noted that the instructions for use (IFU) states that the xience xpedition everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions. In this case, it appears that the IFU deviation caused or contributed to the reported difficulties.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: command es 300cm, command 300cm and spartacore 300cm. (B)(4) - indication for use - used in renal artery. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a restenosed left renal artery. Predilatation was performed prior to the attempt to stent. Difficulty was experienced advancing the 4.0x23 mm xience xpedition down to the left renal. After pushing the stent delivery system (sds) in the vessel it was determined it would not cross and the decision was made to retract the sds; however, difficulty was then experienced during retraction of the sds from the anatomy, so the guide wire and the sds were removed as one unit. A foxcross balloon catheter and a non-abbott sds were used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.